Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 55 mm fusiform abdominal aortic aneurysm. The descending thoracic aorta was also aneurysmal. The vessels were calcified. The proximal neck had an angulation of 45 degrees. It was reported that after the ipsilateral limb of the bifurcated stent graft was deployed, while the physician was removing the delivery system, the tapered tip was caught on one of the supra-renal stents. The physician pushed the delivery system towards the aortic arch and was then able to successfully pull the delivery system out from the patient. Then the contralateral limb and the ipsilateral extension were implanted. Touch up with another manufacturer¿s balloon was performed. While the physician performed touch-up in the right common iliac artery, the stent graft was dilated excessively and the physician then confirmed there was a leak outside the stent graft. This indicated an iliac artery rupture. The physician implanted an endurant ipsilateral extension 1610124 on the right side and extended the right limb into the external iliac artery. The physician then administered protamine and confirmed the endoleak resolved. After the procedure, an echo imaging was performed and showed there was a dissection of the descending thoracic aorta dissected. The physician decision was made to monitor the patient. The physician stated that the cause of the iliac rupture was due to calcification. The physician also commented that while the bifurcated stent graft delivery system was being removed a guide wire moved abnormally and the dissection might have occurred at that time. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: removal difficulty, descending thoracic aorta dissection. Iliac limb delivery system. Guide wire manipulation. Conclusion: removal difficulty, descending thoracic aorta dissection. Iliac limb delivery system. Guide wire manipulation.